Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead had to be repositioned numerous times due to unsatisfied pacing morphology (rbbb) from the rv. It was also noted that the physician experienced lots of friction with stylet advancement and that the physician tried to force the stylets into the lumen. It was suspected that this might due blood coagulate in the lumen of the lead or the stylet entangled into the coil. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead had to be repositioned numerous times due to unsatisfied pacing morphology (rbbb) from the rv. It was also noted that the physician experienced lots of friction with stylet advancement and that the physician tried to force the stylets into the lumen. It was suspected that this might due blood coagulate in the lumen of the lead or the stylet entangled into the coil. Another lead was implanted. No patient complications have been reported as a result of this event.